Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-jun-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number c35244 (expiration date 31-mar-2017) for permanent sterilization. It was reported that micro-insert breakage occurred during the procedure. The gold band marker was not visualized. Catheter was removed with insert attached. A second device was used and successfully placed. The anchoring band broke from first device and seen floating in uterus. The metal piece was retrieved with graspers and lost in the cervical canal when removing. Another attempt to locate but not seen. Quality-safety evaluation of ptc received on 22-jul-2016: (B)(4). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on provided information the defect corresponds to the following medra llt: device malfunction and breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, a micro-insert breakage occurred. The anchoring band broke. The metal piece was retrieved with graspers and lost in the cervical canal. This event is unlisted according to essure's reference safety information. However, according to product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. A review of the manufacturing batch record confirmed that this lot met all release requirements. We are unable to confirm. Although it was not possible to confirm any quality defect or device malfunction at this time we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Further information has been requested.

Manufacturer narrative:
Follow-up received on 06-oct-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, a micro-insert breakage occurred. The anchoring band broke. The metal piece was retrieved with graspers and lost in the cervical canal. This event is unanticipated according to essure's reference safety information. However, according to product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable event, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that this lot met all release requirements. We are unable to confirm. Although it was not possible to confirm any quality defect or device malfunction at this time we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. No further information could be obtained.